Event description:
Potential for harm - catheter tip not flexible and rigid and balloon didn't inflate properly. The catheter tip which is supposed to inflate equally around the tip, but actually improperly filled the bubble on one side. Not used on patient.